Event description:
The customer reported "smoke/odor and haze" in the room when the unit was running. The customer reported that an employee experience scratchy throat. The employee did not seek any medical attention and require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: scratchy throat. Capital equipment , evaluated at customer site. The fse found rear oil fill cap on vacuum pump, developed hole, and was venting air and air misted oil out of vacuum pump when sterilizer was in operation. There was no observable oil mist coming from the filter. The decision was made to remove the vacuum pump and oil mist filter. The existing catalytic converter was mounted to a new oil mist filter housing. The new vacuum pump was installed and the new oil mist filter was installed. It was verified that the filter was working correctly and there was no oil mist. A leak back was performed with satisfactory results and the standard cycle was unremarkable. The unit was deemed acceptable for use.